Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/04/2008 to present date 12/16/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure (B)(4) for test failure rate calibration/ which does not correlate to the customer reported issue.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.